Manufacturer narrative:
(B)(4). The reported device was not returned to manufacturer as access to the device was denied. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately five (5) years and seven (7) months, was explanted due to severe insufficiency. The explanted device was replaced with a 21mm bioprosthesis and patient is noted to be doing well. There were no reported complications.